Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to the user error. The user was not properly following and performing the instructions, interrupting of the 1.13 version software update. The customer's device was archived by stryker. The customer has been provided with replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is resetting during powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device is resetting during powering on. The customer will be provided with a replacement device. Stryker will further evaluate the customer¿s device at the product analyses center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device is resetting during powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.